Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual inspection showed the device has the body wire broken at 199 cm from the proximal section. The section broken and the spring tip were returned. The core wire is broken (core wire section broken was returned attached to the ball weld). Also, the spring tip was unraveled. The overall length and outer diameter of the distal tip could not be measured due to the device condition. The outer diameter near to section broken and the proximal section are within specification. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-03804. Reportable based on device analysis completed on 04-apr-2017. It was reported that the burr did not spin properly on the wire. The target lesion was located in the left anterior descending (lad) artery. A 1.50 mm rotalink¿ burr and a rotawire were selected for use. During preparation, it was noticed that the burr did not spin properly on the wire. The procedure was completed with a different device. No patient complications were reported. However, device analysis revealed that the rotawire was fractured due to rotating burr coming into contact with the guidewire.